Event description:
The product was used during a coelio procedure. Reportedly, the staples did not form properly and the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.